Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown secure fit plus stem size 6. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Right hip revision for pain. Stem, head and insert revised.